Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis clipping procedure, performed on (B)(6), 2009. According to the complainant, during preparation, the device was tested prior to the procedure and the clip would not advance out of the sheath. There was no patient contact with the device. The procedure was performed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be on consequences.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed, if any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).